Event description:
It has been reported to the co that during the procedure the dilator of this product was defective. Reportedly, the device flared at the tip. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.